Event description:
Internal review within roche molecular systems determined the correct package insert (part number 04591445001-03 7/2006) for the amplichip cyp 450 test listed on unvalidated and incorrect part number for dnase I. The dnase is listed in the "other materials required" section as "dnase I roc., rnase-free, p/n 04716 728 001 (roche applied science)". The dnase listed is of lower specific activity than the validated dnase and will result in incomplete digestion of dna amplicon. Incomplete digestion will most likely result in invalidation of the test run due to negative results (no call) for the kit positive control. Patient specimen will also most likely generate "no call" results. The incorrect package insert was first used in 2006.

Manufacturer narrative:
Lots involve include: h10526 (exp. Date 02/28/2007), h13592 (exp. Date 08/31/2007), j00807 (exp. Date 10/31/2007), j00815 (exp. Date 10/31/2007).